Event description:
During an in-clinic follow-up, noise and oversensing were detected on the right ventricular (rv) lead device. Lead damage was suspected but was not confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.